Manufacturer narrative:
A ge service representative performed an on site investigation. The software was reloaded during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system would not boot up or save images. No patient injury was reported.